Event description:
Pt was hospitalized for hypoglycemia four times in the past year. Pt does not remember exact dates, but the last event was in 2003. Pt was wearing suspect pump all four times and continues to wear the same pump. Product not returned for analysis.